Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for fecal incontinence and gastrointestinal/pelvic floor. Patient reported ¿her apple does not have the lighting bolt. She wanted to know how to turn stim back on. Her device was implant for bowel control and she had been having pain that she believed was related to the stim being off. Patient services instructed patient to turn stim back on and set to comfortable level at 1.2v as patient said it was strong when she first turned it back on. Patient reported that when she went through a metal detector at the courthouse she had "quite a bit of pain like a pinching". This also occured at theft detectors but only at "(B)(6)" stores. Patient services recommended keeping the patient programmer (pp) with her in the event she needs to go through security gates, so that she can turn off stimulation. Patient reported she had diarrhea for 3 days in a row and it occurred after pp batteries died and she replaced them. It was reviewed with patient that the pp batteries dying would not have any effect on the implant, so we would not expect these two events to be related. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from a consumer about a patient reported the patient must have accidently turned it off. The patient noted it was back on and good now. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.